Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed health professional from (B)(6) of a break in aseptic technique and peritonitis in a home patient (hp). On an unreported date, the hp experienced a break in aseptic technique described as hp made mistake and the exchange was done in hospital ward. On (B)(6) 2012, the hp experienced peritonitis. Break in aseptic technique was the cause of peritonitis. On an unreported date, treatment was started using inj heparin (intraperitoneally, dose not reported), inj vancomycin (1g) (once in 5 days, route not reported) and inj fortum (1gm (intraperitoneally, dose not reported ) for peritonitis. It was not reported if the hp was retrained on proper aseptic technique. The hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for the use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint. A follow up report will be submitted if additional information becomes available.